Event description:
Nellcor puritan bennett received information that the ventilator alarmed and stopped ventilation when the back up battery depleted. This was reported to be during patient use, no patient harm. It was reported that user error contributed to event. Customer reports device did not malfunction. Npb not authorized to service unit.